Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Device testing confirmed open electrodes. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, d.9, h.10. The recipient was re-implanted with another advanced bionics cochlear implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail region and small tubing. System lock was verified. Impedance values on several channels were out of range. The device passed some of the tests performed. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the impedance issues reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.